Manufacturer narrative:
(B) (4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there was significant bleeding after sealing the ima during an anal trans abdominal resection. It was reported that the bleeding occurred after an end tone, indicating a completed seal cycle, occurred. The bleeding was not immediately observed by the surgeon and resulted in the need for a blood transfusion. There was a total of 1 litre of blood loss. The patient is said to be doing fine.